Event description:
Complainant alleged that after transporting a pt into post-operative care, the pt went into cardiac arrest and electrodes were placed onto the pt; however, the pt had been coated with betadine solution and the electrodes would not adhere to the pt's skin. Complainant indicated that the clinician obtained a set of internal handles to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.